Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. It was not possible to perform a device history record analysis, since the claimed batch is unknown.

Event description:
It was reported that unspecified bd¿ catheter was defective. The following information was provided by the initial reporter: client reports: "bd angiocath: terrible catheter, the tip does not close the access! Which makes the job wrong, because if the animal wants to urinate, it has to go with the serum together, it is not viable to cross the skin to the vessel , bad yellow, pink or dark blue color! "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ catheter was defective. The following information was provided by the initial reporter: client reports: "bd angiocath: terrible catheter, the tip does not close the access! Which makes the job wrong, because if the animal wants to urinate, it has to go with the serum together, it is not viable to cross the skin to the vessel , bad yellow, pink or dark blue color! ".